Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported b30 error. The evaluation uncovered corroded scope socket pins and chassis and corrosion in the air tubing. Additionally, the non-olympus lamp have over 400+ hours which was out of specification. The faulty parts were replaced, and the software was updated to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had an error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial report. D8 - corrected to 'yes' as customer used a non-olympus lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, corrosion of the scope socket pin was confirmed. This likely occurred due to moisture such as chemicals adhering to the electrical contacts and optical connections of the scope connector. The pin of the connector became a contact failure, and the communication from the scope through the light source device to the video processor became unstable which may have caused the b30 error. The following information is stated in the instructions for use which may have prevented the event: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.